Event description:
The patient claimed that the up buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: no activity outside normal patient use observed in the black box or download history. No data in the black box or download histories from the time of the reported occlusions due to continued patient use. The battery compartment is cracked. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. The pump was exercised for 24 hours with no occlusions occurring. An occlusion was induced and the pump gives the appropriate visual and audible alert. No damage found to the keypad.all buttons respond to presses appropriately. The keypad was removed and adhesive was found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.